Event description:
During a follow-up, episodes of post-paced t-wave oversensing (pptwo) resulting in one beat of pacing inhibition were observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.